Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter began on an unspecified day in (B)(6) 2011. She obtained glucose results of "99 and 156 mg/dl" on the subject meter, done 2 hours apart of each other. She stated that she manages her diabetes with pills diet and/or exercise, and due to the alleged issue she denied making any changes to her usual treatment. The patient claimed "about 2 hrs later" after the first result, she developed a "blurry vision", which she associate it to a hypoglycemic state. In response to her symptom, she tested with the subject meter where she obtained a result of "156 mg/dl", which she felt was "wrong, not acting right." She informed this mss that since she felt "low", she immediately self treated with food and drink and reportedly felt relief afterwards. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and the correct sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.